Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and after ablation, the doctor noticed some charring above the electrode. The charring was noted above the tip electrode, specifically between tip electrode and electrode 2 at the plastic ring separating the electrodes. No error messages were noted prior to the discovery. There were no temperature and flow issues on the catheter. The generator parameters were as follows: ¿ qmode+ 90w, temperaure target: 55°c temperature cut off: 65°c 5. The patient was anti-coagulated with an act (activated clotting time) of 300, a value which was maintained throughout the case. Heparinized normal saline was used as the irrigation fluid. The correct catheter settings were also used. There were no ablations above 40g for a prolonged period of time. The physician determined that the amount of charring was excessive. However, the procedure was successfully completed. No patient consequences were reported.

Manufacturer narrative:
On 4-jul-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and after ablation, the doctor noticed some charring above the electrode. The charring was noted above the tip electrode, specifically between tip electrode and electrode 2 at the plastic ring separating the electrodes. No error messages were noted prior to the discovery. There were no temperature and flow issues on the catheter. The generator parameters were as follows: qmode+ 90w temperaure target: 55°c temperature cut off: 65°c 5. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis reveled that no char, thrombus, or clot residues were identified. Then, a microscopic examination was performed and the irrigation holes were clean. A temperature and impedance test was performed, and no issues were observed. Finally, an irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31525184l and no internal action related to the complaint was found during the review. The char issue reported by the customer was not confirmed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf (radiofrequency) application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).